Event description:
Revision surgery - due to fall lower body component and fracture.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2019-01262; 425-97-010, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.